Manufacturer narrative:
Complaint conclusion: the 5mm x 2cm powerflex pro balloon catheter (bc) was delivered to the lesion and inflated; however it ruptured at a heavily calcified and distal portion of the superficial femoral artery (sfa). Therefore, it was exchanged for a new balloon to successfully complete the procedure. There was no perforation of the vessel and there was no report of patient injury. The target lesion was the distal portion of the sfa. The target lesion was heavily calcified and not tortuous, with a rate of stenosis of 95%. An ipsilateral anterograde approach was made. The product was stored, handled, and prepped according to the IFU (instructions for use). There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. The balloon catheter was removed easily and intact (in one piece) from the patient. The product was returned for analysis. One non-sterile unit of powerflex pro 5mm x 2cm 80 bc was returned. The balloon was received deflated and appeared to have been inflated. Blood residues were noted on the hub. No other anomalies were observed. A leak test could not be performed due to a leak noted in the balloon. Per sem analysis the balloon¿s external surface revealed evidence of scratches near to the edge of the burst. The balloon internal surface did not reveal evidence of damage. The distal marker band exhibited no anomalies. A device history record (DHR) review of lot 15806016 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification and a rate of stenosis of 95%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The product was returned, however, the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the 5mm 2cm powerflex pro was delivered to the lesion and inflated, however, it ruptured at a heavily calcified and distal portion of the superficial femoral artery (sfa). Therefore, it was exchanged for a new balloon to successfully complete the procedure. There was no perforation of the vessel and there was no report of patient injury. The target lesion was the distal portion of the sfa. The target lesion was heavily calcified and not tortuous, with a rate of stenosis of 95%. An ipsilateral anterograde approach was made. The product was clinically used. The product will be returned for analysis. The product was stored, handled, and prepped according to the IFU. There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. The balloon catheter was removed easily and intact (in one piece) from the patient.